Manufacturer narrative:
Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 368489. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 364221. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5164416. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5169392.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a system explant due to an unknown reason. No additional information was available.